Event description:
In 2008, the sales representative reported that during a kit inspection, he noticed that the t handle's tip looked like it had sheared/broken off and that there were no threads for removal.

Manufacturer narrative:
Product is an instrument, and is not implantable. Evaluation is planned.